Manufacturer narrative:
The autopulse battery in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation is still in progress and a supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: number 3003793491-2013-00682 for autopulse resuscitation system model 100 with sn (B)(4). Number 3003793491-2013-00683 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that while doing morning check-offs with the on-duty crew, a paramedic student switched both autopulse nimh batteries. The crew responded to a cardiac arrest at approximately 9:33am and reported that the autopulse platform stopped both times without warning. No adverse patient sequelae was reported. MFR requested additional information on (B)(4) 2013, however, customer could not provide any additional information.

Manufacturer narrative:
Investigation results for returned autopulse battery with sn (B)(4) as follows: the test results show that the battery successfully passed the output watts and was then used to perform a run-in test with an autopulse platform (sn: (B)(4)) and a (B)(6) patient test fixture until discharged without any fault or error. The battery successfully ran for more than 40 minutes. Based on the evaluation results, the customer's reported complaint was not confirmed. A definitive root cause for the reported complaint could not be determined.